Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product ID 5568-53 implantable pacing lead implanted: 2007 (B)(6); product ID 4092-58 implantable pacing lead implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that the pacemaker displayed an error message due to loss of telemetry. The pacemaker remains in use. No patient complications were reported as a result of this event.